Event description:
Whilst lowering the pt to complete a bed bath the pt started to cough. It was noted that the pt's tracheostomy tube was protruding from their neck. The tracheostomy tube was observed to be broken. Pt was re-cannulated.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.